Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years, 9 months. The replaced portion of the percutaneous lead was returned for analysis. The explanted pump is currently with the pathology department at the user facility, but is expected to be returned in the future for evaluation. Evaluation of the percutaneous lead - the replaced portion of the percutaneous lead measuring approximately 11 inches from the distal connector was received for evaluation. The percutaneous lead had undergone a clamshell repair and rescue tape was present from approximately 1 inch to 5 inches from the metal connector. Damage to the outer jacket was identified approximately 3 inches above the distal metal connector. Electrical continuity testing did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer was observed. Breakdown of the metal shielding was identified at the metal connector and approximately 3 inches above the metal connector. Visual inspection of the wires found no fractures or breaches. The percutaneous lead was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire issue. A supplemental report will be submitted when the pump is returned and the evaluation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that when the patient was leaning over the bed, a yellow wrench / low speed alarm sounded from the system controller. The patient fell to his knees when the event occurred. Upon device interrogation at the vad clinic, a pump stoppage was observed. The patient was admitted to the hospital. The system controller log file was submitted and reviewed by the manufacturer's technical service representative. Two pump stoppage events were captured while the pump was connected to the power module via the patient cable. Evaluation of submitted x-rays revealed an area of concern at the connector where a previous clamshell repair at the distal end of the percutaneous lead (lead) was present. Some shield disruption was also observed on another area of the lead by the skin exit site. The images of the lead internal to the patient did not show any obvious areas of concern. On (B)(6) 2016, technical services performed a distal end lead replacement. Evaluation of the returned portion of the lead did not find any issues. Although no subsequent alarms were reported, the patient's vad team opted to perform a pump exchange because they felt there was likely lead compromise internal to the patient. The patient underwent a pump exchange on (B)(6) 2016.

Manufacturer narrative:
Additional information. The replaced portion of the percutaneous lead was returned and evaluated. The evaluation of the replaced portion of the percutaneous lead could not confirm the location of the suspected wire issue. The explanted pump was not returned for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.